Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified vein. A 6.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.